Event description:
It was reported that, the patient had a tha (ceramic on ceramic) in 2009. Recently, her hip started to sound squeak noise and the noise changed to rasping sound. Therefore, a surgeon performed a revision tha to check and replace a ceramic insert and head on (B)(6) 22. As a result, the insert was cracked and head had some black scratches.

Event description:
It was reported that, the patient had a tha(ceramic on ceramic) in 2009. Recently, her hip started to sound squeak noise and the noise changed to rasping sound. Therefore, a surgeon performed a revision tha to check and replace a ceramic insert and head on (B)(6) as a result, the insert was cracked and head had some black scratches.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for identification or evaluation and no medical records or x-rays were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The exact cause of the event could not be determined because further information such pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. The results of the investigation conclude there is no indication the event is related to a manufacturing issue.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident ceramic insert. Additional information has been requested and if received, will be provided in the supplemental report.